Event description:
A malfunction alarm with the code "malf 0" was reported, which did not result in any adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump; however, the malfunction code reappeared, leading to the decision to replace the pump. The customer had no backup therapy available and planned to consult a healthcare professional. Technical support confirmed the shipping address and instructed the customer on how to put the pump into storage mode before returning it with a pre-paid label within ten days.